Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use in patient at laparoscopic assisted proximal gastrectomy, the root part of the insulation material of the hand device was damaged and it split without separating from the handle and nothing fell into the patient's cavity. According to the assistant surgeon, there was resistance when pulling out from the trocar. The procedure was completed with another device. Since the reported product was found to be separated from the handle when collected, it was put in a separate plastic bag and will be sent together. There was no patient injury.